Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device successfully crossed the lesion. However, it was noted that a balloon rupture occurred when the pressure was increased up to 6 atmospheres. As per physician's comment, the balloon ruptured due to calcification. The procedure was completed with another of the same device. No patient complications reported.